Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced difficulty charging the pump with the wall adapter. Customer¿s blood glucose level ranged from 120-132 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.